Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the probable cause could not be determined without further information. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. Missing manufacture date.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that while navigating a driver with a screw projection, the site rotated the navlock spheres away from the camera and the trajectory of the instrument on the stealth switches. There was no patient impact reported.

Manufacturer narrative:
Additional information: device manufacture date provided. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be replicated as the probe would not move in the new trajectory as described in the reported issue.